Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal ') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no evidence of coil in the left ostia'), pelvic pain ('pelvic pain') and endometrial ablation ('novasure endometrial ablation') in an adult female patient who had essure (batch no. A69942) inserted. The patient's medical history included menorrhagia, benign ovarian cyst, endometrial polyp, menometrorrhagia and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, novasure endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain and endometrial ablation outcome was unknown. The reporter considered device dislocation, endometrial ablation and pelvic pain to be related to essure. The reporter commented: insertion details- on the patient's right side, after placement, 5 coils were seen. The placement of the left essure device was successful and after placement, 3 coils were noted. Discrepancy noted on essure insertion date (B)(6) 2013, and removal date: (B)(6) 2019. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received. Lot no added. Patient information date of birth , medical history was added.reporter causality comment,reporter was added. Event medical device removal updated to pelvic pain and endometrial ablation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('no evidence of coil in the left ostia'), pelvic pain ('pelvic pain') and endometrial ablation ('novasure endometrial ablation'). In an adult female patient who had essure (batch no. A69942) inserted. The patient's medical history included: menorrhagia, benign ovarian cyst, endometrial polyp, menometrorrhagia and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain and endometrial ablation outcome was unknown. The reporter considered device dislocation, endometrial ablation and pelvic pain to be related to essure. The reporter commented: insertion details: on the patient's right side, after placement, 5 coils were seen. The placement of the left essure device was successful. And after placement, 3 coils were noted. Discrepancy noted, on essure insertion date: (B)(6) 2013. And removal date: (B)(6) 2019. Lot number#: a69942, manufacture date: 2012-11, expiration date: 2015-11. Most recent follow-up information incorporated above includes: on 13-aug-2020, quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.